Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 9 years, 9 months due to severe mitral regurgitation, secondary to dehiscence. Per the op report, there did not appear to be an obvious infectious process with regard to his mitral annuloplasty ring although a portion of it had dehisced. The patient's mitral valve was replaced with an edwards bioprosthetic valve.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.

Manufacturer narrative:
Device not returned. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the edwards device was not returned for analysis; therefore, the reported event could not be confirmed. The device history record (DHR) review is currently in process. No further actions are possible with the available information.